Event description:
It was reported that this implantable pacemaker exhibited undersensing atrial fibrillation on presenting heart connect for magnetic resonance imaging (MRI). This pacemaker remains in service and will not be returned. No adverse patient effects were reported. .